Event description:
It was reported there was oversensing and some non-sustained ventricular tachycardia episodes observed on the rv pace sense egm. The lead was removed and replaced with a subcutaneous system. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. Analysis indicated that the proximal conductor had fractured, the defibrillation conductor was distorted, the inner tubing was kinked/buckled and the outer tubing overlay breached cut. Blood/fluid was also noted on the helix/lobe mechanism.